Event description:
It was reported that tubing separated. While inserting tubing into the pump, it "split" above the level of the pump. The tubing was primed with intralipid's. The event occurred in the cicu. There was no patient or clinician injury. Although requested, no patient information was provided.

Manufacturer narrative:
The customer¿s report that the tubing set separated was confirmed to be a separation at the engagement between the tubing to the upper fitment¿s inlet port. Closer inspection of the separated tubing under a lab microscope observed evidence of insufficient solvent at the end of the tubing during the manufacturing assembly process. A gap was also observed, indicating that the expected tubing was not fully inserted. Functional testing was not performed as the customer's report was confirmed upon visual inspection. Dimensional testing measured the tubing to be within specification. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Although requested, no patient demographics were provided.

Event description:
It was reported that tubing separated. While inserting tubing into the pump, it "split" above the level of the pump. The tubing was primed with intralipids. The event occurred in the cicu. There was no patient or clinician injury. Although requested, no patient information was provided.